Event description:
It was reported that the pt underwent surgery for a fracture repair in the left femoral region. A drain was placed and sutures were used to hold the drain in place. At one-day post-operative, the drain broke during removal. Physician did not note any unusual resistance when attempting to remove the drain was left in the pt. Physician removed the broken piece from the pt through dissection with use of regional anesthesia.